Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect was not turned off and as a result the implantable pulse generator (ipg) was not collecting data. Implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.